Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and high blood glucose levels. In addition ii was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been to the hospital emergency room with high blood glucose levels. The patient's blood glucose levels reached 460 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, vomiting, light headache and fatigue. The patient reports being unsure of the cannula was properly inserted at the pod infusion site. In addition, the patient reports the pods cannula was found to be bent. Once at the hospital emergency room the patient was treated with intravenous fluids and zofran. The patient was not admitted to the hospital. The patients pod will not be returned as it has been discarded.